Event description:
Related manufacture reference number: 2017865-2023-11026. It was reported that the patient presented prior to generator exchange procedure. Upon interrogation, it was noted that the atrial lead exhibited noise oversensing and the right ventricular lead exhibited high capture threshold. Both leads were explanted and replaced on (B)(6) 2023. The patient was in stable condition.